Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator computer screen was stuck and would not come back even after hard reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the computer screen was stuck and would not come back even after hard reboot. A field service engineer texted the contact with instructions on how to properly reboot the med station and helmer fridge. The pharmacy technician successfully completed the inventory of medications in the fridge. The system functioned as intended after the field service engineer assisted technician in troubleshooting the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator computer screen was stuck and would not come back even after hard reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.